Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose reading was 38 mg/dl. Customer mentioned that she was given glucose tablets to treat her low blood glucose, and now she has high blood glucose levels of 400 mg/dl as blood glucose levels are not leveled yet. Customer's current blood glucose reading was 486 mg/dl. Product is not being returned or replaced.